Event description:
While transporting a patient, the device's display blanked out while attempting to monitor the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.